Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, from an ems agency, contacted physio-control to report that during a recent patient event their device powered off multiple times while attempting to defibrillate the patient. The patient was in cardiac arrest and being transported to a hospital for care. En route to the hospital, the paramedic delivered one 200 joule defibrillation shock to the patient. The paramedic determined that additional defibrillation shocks were needed; however, each time they attempted to charge the device in order to defibrillate the patient the unit powered off by itself. The customer indicated that the unit had one battery that the device was reporting as "low." The attached ac power adapter was also reporting that same battery as "failed." The second battery being used was fully charged and in good condition. The customer was using 3rd party lithium batteries manufactured by tms medical technologies (tms highpak lithium batteries, lot/date codes unknown). The customer was unable to state which battery well the "low" battery was installed in. A backup device was available in approximately 3 minutes and was used to successfully defibrillate the patient. Patient care was then transferred to the hospital where the patient was resuscitated in the ER and then underwent a heart procedure (patient received a balloon pump). No further information about the patient or the event were provided. No adverse effects to the patient were reported as a result of the reported issue.